Event description:
Ous MDR - post implantation a hematoma on the implantation pocket was observed. Hospitalization was prolonged from (B)(6) 2014. The patient received antibiotics and the hematoma was punctured. The patient was hospitalized due to high infection parameters. An infection of implantation wound was suspected and treated with antibiotics. The patient was hospitalized from (B)(6) 2014. The blood culture was negative. Update from (B)(6) 2014, prophylactic antibiotics therapy was administered due to the risk of endocarditis caused by a biological mitral graft. A possible link between the hematoma and the pocket suspected infection was not proven. "The patient was hospitalized from (B)(6) 2014, and received antibiotics. The blood culture was negative. (B)(6) 2014: recovery of the infection was noted as well as regressive symptoms.

Manufacturer narrative:
(B)(4) 2014 - a corrected manufacture date was provided.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.